Event description:
The customer was hospitalized for diabetic ketoacidosis. Prior to hospitalization, the customer experienced high blood glucose levels and had been vomiting. Troubleshooting was not performed as the insulin pump was having a priming anomaly. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.